Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
An afx bifurcated was implanted with a infrarenal aortic extension and two (2) iliac limb stent grafts to treat an abdominal aortic aneurysm. The patient also had two proximal extension placed in (B)(6) 2017 to improve stent overlap. Recently during a recent follow up, it was noted that there was a presence of an endoleak and aaa enlargement; however, the type of endoleak has not been determined. The patient is not symptomatic and is stable at this time. The physician plans to send the patient to a an interventional radiologist for to perform a sac ablation with coils and onyx, but the date of this procedure has not been scheduled.

Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; secondary ablation procedure with coils and onyx, sac growth, indeterminate endoleak, patient in stable condition. The most likely cause of the loss of seal, procedure related harms and final patient disposition could not be determined due to lack medical information surrounding the event. There was no evidence of secondary ablation procedure with coils. To date there has been no reports of further negative patient sequalae. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.